Event description:
It was reported the pump was explanted 2-3 weeks after it was implanted. The catheter dislodged and there was spinal fluid leakage which resulted in the pt experiencing headaches. The pump site was infected and the pump was explanted. Confirmation was requested from the hcp which indicated the drug used in the pump was dilaudid. Perioperative antibiotics had been administered. There was no infection present. The pt had no reported symptoms. A culture was obtained of the device pocket. No organisms were cultured.

Manufacturer narrative:
.